Event description:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 to treat a bladder prolapse. The patient experienced pain, dyspareunia, urinary retention, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, bowel problems, dyspareunia, and vaginal scarring. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy. It was reported that patient experienced pain, bowel problems, dyspareunia, vaginal scarring, and other. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior mesh, cystoscopy, vaginal hysterectomy and anterior colporrhaphy due to cystocele midline, symptomatic uterine prolapse, cystocele, rectocele and stress urinary incontinence. The patient underwent neck fusion in 2008, lung lobectomy in 2009, joint surgery in 2009, and lung surgery in 2009.